Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the suction module provided little or sometimes no vacuum at all. There was no pt connected to the anesthesia workstation at the time of the event. (B)(4).